Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blockage within the infusion set tubing, blood at the infusion set site, and blood within the infusion set tubing. Reportedly, the customer was able to change infusion set and resume insulin delivery. The customer's blood glucose (bg) level was impacted (unknown value), had ketones present, and vomited. Contact confirmed that ketone strip matched the second darkest color on the bottle, but could not confirm ketone level. The customer addressed bg level and ketones with a correction bolus via the pump. Tandem's customer technical support followed-up with customer, and bg's were decreasing. Customer declined to provide infusion set information.